Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module caused an improper shutdown. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, ' have battery err' 'improper shutdown' was not reproduced. Evaluation utilized a known good pump and no errors occurred. However the user reported that a battery alert occurred. The user should not unplug the pump if a battery alert is displayed. Per the spectrum operator's manual, a battery alert displays when the battery module will not charge. In order to prevent interruption to the infusion, do not unplug the ac power adaptor from the pump. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log (ehl) review was not performed because only the battery was returned for service and the event log is not retrievable from the battery module. The reported condition was verified. The cause of the condition was determined to be wireless battery module's pcb contacts were corroded. The device was deemed unserviceable due to corroded contacts and was removed from service. Should additional relevant information become available, a supplemental report will be submitted.